Manufacturer narrative:
Method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specs. The device was not returned and therefore, an engineering analysis cannot be performed.

Event description:
On (B)(6) 2010, info was received from a user facility regarding a pt that expired three days after undergoing a right carotid endarterectomy in which a gore acuseal cardiovascular patch was used for vascular repair. The pt expired in another city and no further info is available from the site; the cause of death is unk.